Event description:
It was reported the programmer screen was dark and broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result display overlay was replaced. It was also noted that the electrocardiogram (ECG) connector was loose, the power cord bay was broken, the keyboard was broken. (B)(4).